Event description:
It was reported that the patient experienced an occlusion alarm on the ilet pump, performed the ¿fill tubing only¿ procedure with visible insulin drops confirming flow, and subsequently observed around 325 mg/dl that decreased during the call and multiple hypoglycemic events in the 50¿60 mg/dl range. The patient also reported rarely announcing meals due to perceived over delivery and experienced steep glucose excursions. Customer care provided support that included troubleshooting education regarding site replacement of the contact detach anchor and needle, confirmation of insulin flow through tubing, and syncing the ilet mobile app. Investigation of this case revealed an initial occlusion alarm with restored delivery after tubing fill, with subsequent algorithm-driven insulin delivery contributing to hypoglycemia following recovery from the high; the patient¿s non-announcement of meals was also a contributing user-related factor. No clinical symptoms associated with hyperglycemia and hypoglycemia episodes reported. Outcomes included self-treatment of lows without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia and subsequent hypoglycemia following the occlusion event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.